Manufacturer narrative:
(B)(4). S/w version = unknown. Retainer ring = black. Patient returned pump for alleged exposure to moisture observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, corroded battery tube, moisture damage, and corroded home switch. Blank display was confirmed during analysis due to moisture damage on the electronic assemblies. Unable to download history files and traces due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump got wet and had blank display, flashing a red light and insulin pump was beeping. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue the use of device.